Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult. The clip was inserted and grasping was performed. However, the leaflets were difficult to be grasped. The clip was deployed on the tricuspid valve. However, immediately after deployment, the clip opened to roughly 30 degrees. After the clip opened, the clip detached from septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was associated to difficulty echo and ice imaging. However, a cause for the reported difficulty grasping and clip open while locked cannot be determined. The reported slda appears to be a cascading effect of the clip open while locked. The unexpected medical intervention was a result of case-specific circumstance as an additional clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.